Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had over infused. There was patient involvement but no harm. Although requested, additional information was not provided.

Manufacturer narrative:
Omit : f26 - no health consequences or impact, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: adverse type, describe event or problem, type of reportable events. Additional information: event attributed to, device eval by manufacturer?, imdrf annex f, a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report of the device had over infused was not able to be confirmed from the log analysis or replicated during the extensive laboratory testing. The suspect pump was found to be infusing within specification with no observances of unregulated flow occurring. Internal and external inspection did not observe any anomalies, and the sear was also found to be properly closing the administration set safety clamp when the door was opened. A review of pump modules and pcu error logs showed no errors related to the reported incident. On (B)(6) 2025, at 12:44 pm, the first infusion with the suspect device was programmed the day of the reported event with a rate of 19.51ml/h and vtbi (volume to be infused) of 250ml. The profile in use was identified as ¿bsmh sep 24 24¿. At 1:52 pm the channel was selected, then, the pump module was powered off with a pvi (primary volume infused) of 22.479ml. At 2:00 pm the pump was channel selected, and the infusion restore option was selected, then the infusion started with a rate of 19.51ml/h and a vtbi of 227.521ml. At 2:01 pm the pump was powered off with a pvi of 22.559ml. No further infusions with the suspect device were performed the day of the reported event. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Bd alaris system user manual (v12.1), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Facilities have been informed by the third-party parts notice, dated february 07, 2022, that only original bd parts and components are to be used in any maintenance, repair, or use with bd devices. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was fully tested, evaluated, found to be infusing within specification and no issues or anomalies were observed during laboratory testing. Note that this report lists imdrf annex a0401, a0404, a1801, a040502, g02017, g0301201, g04088, c07, c17, c0601, d07, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had over infused. Although requested, additional information was not provided. Additional information was received following an on-site visit by manufacturer representative. Heparin 25,000 units/250ml bag was administered on a bd alaris pump infusion set 2420-0007 as a primary infusion on a pump module and was connected to a peripheral IV. There was a total of six infusions being administered to the patient at the time of the reported event. One hour after starting the heparin infusion the bag was empty. Per customer, the programming was correct, and everything appeared to be setup correctly including the IV set. Customer stated that the pump module door was ¿gapped open¿ at the top and had ¿play¿ when it was pressed. This was observed when the IV set was loaded into the pump module and when the IV set was not loaded into the pump module. Protamine was administered to the patient to reverse the heparin over infusion. No clinical harm reported. During the internal investigation by customer clinical engineering a physical inspection, rate accuracy testing, and 1 hour infusing was performed. No physical damage was observed by clinical engineering on the pump module involved in the over infusion. The rate accuracy testing resulted in the device operating with in specifications and the 1 hour infusion did not result in any over infusion. Clinical engineering also did not see any free flow initially when the administration set was loaded, and the pump module door was closed.